Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number was unknown. A returned product evaluation was completed. The returned trapliner was found to have contrast present in the balloon. The balloon was inflated with air and found to function as normal; no product failure was found in relation to the balloon. A kink was present distal to the balloon. The shaft, half-pipe and hypotube were also examined and the complaint in relation to the "blue plastic" was confirmed. The proximal end of the half-pipe was pulled away from the hypotube but remained intact. There was no material missing from the catheter. It was concluded that the damage present was not related to manufacturing but rather likely caused by use. The final root cause was undeterminable.

Event description:
Defective balloon: additional information received 28sep18, as stated from physician, "the blue plastic was peeling off the shaft, it partially separated. It did not fall off in body. Used it once, removed, the later was going to reinsert but noticed about 3 cm detached."